Event description:
On (B)(6) 2011, a pt followed the normal procedure for replacing the reservoir and infusion set for their 523 medtronic insulin pump. They checked their fasting blood glucose, bolused for the carbohydrates; they were planning to ingest for breakfast using the bolus wizard. The pt ate a known amount of carbohydrates. Post breakfast, the pt had symptoms of diabetic keto-acidosis -dka-: nausea, dehydration, thirst, fast heart rate, headache, fatigue. Post breakfast blood glucose -bg- level was 368 mg/dl. Blood ketones were 1 mg/dl. Pt manually injected humalog 5 units for correction and assumed missed basal insulin. Pt disconnected the pump tubing from the abdomen, removed the reservoir from the pump, rewound the pump, disconnected the reservoir from the pump tubing, reconnected to ensure proper fit into tubing as per instructions by the MFR, followed priming instructions on pump until insulin drops were seen at end of tubing, reconnected set to abdomen site. Recheck 15 minutes later showed a downward trend in bg. Recheck before lunch: bg 188 mg/dl. Pt bolused using bolus wizard for correction and 20 grams of carbs -from food label-. Post lunch bg was 344, blood ketones 1.1 mg/dl - moderate-, and pt again had symptoms of dka. Pt injected manually the correction amount and bgs returned to normal a few hours later, ketones resolved. The insulin for the manual injections is the same insulin (taken from the same vial) used to fill the insulin reservoir for the pump. The pt removed the site from the abdomen, the cannula was straight and intact, there was no blood or evident trauma to the site that would cause an obstruction in insulin delivery. There is no scar tissue present at the site. The reservoir was removed from the pump and it was noted a pool of insulin was present on the outside of the rubber plunger in the reservoir - insulin had come out the plunger end instead of traveling down the tubing into pt's body. Pt reported this finding to medtronic via e-mail. This pt has excellent diabetes control, maintains an a1c of 5.9% and does not incur elevated bgs of unk cause or have issues with recurrent dka. However, since about (B)(6) of 2010, due to a believed mfg defect, or defects in the pump reservoirs, this is happening between 1-4 times per box of reservoirs (per one month supply). This pt, along with many other patients in the clinic are experiencing this issue repeatedly. It has been reported to medtronic via the (B)(4) customer service line repeatedly. A round table with (B)(4) at medtronic was set up on (B)(6) 2011 to review the defective products and issues with customer service system that have prevented effective reporting of this issue. Medtronic demonstrated they believed culprits causing the problem: an incomplete connection/puncture of the needle into the reservoir, and leaky plungers at the bottom of the reservoirs. Pumps are designed to alarm if, no delivery should occur due to a back pressure if insulin cannot come out the cannula in the body due to scar tissue, placement against a vessel or muscle wall, or a bent cannula. However, they do not alarm, no delivery if insulin pools inside the pump itself, as demonstrated above. This results in an absolute deficiency of insulin. For insulin dependent patients, this results directly in dka which can be life threatening and is damaging to all microvasculature. This report is being submitted because we are seeing the same issues with several of our clinic patients. Six months is too long to take to solve this issue. Now that the defective product issues have been identified, I believe a recall and replacement using higher quality ((B)(4)) products are in order. As patients call the 800 customer service line, they are told medtronic does not know of a mfg defect and each time the pt calls, they have to start over in explaining the events outlined above. Some patients are able, some are not due to poor diabetes knowledge, limited troubleshooting ability, limited time to be able to report the issues repeatedly. Many people simply complain at their visits in the clinic instead of reporting to medtronic. Although medtronic is making headway to improve several customer service issues, this issue remains. We have researched this with our patients enough to be confident that the primary issue does not lay within a certain pump model or the insertion sites themselves, but rather the reservoirs. We have supplied medtronic with ample pt data, outcomes, and testimony to guide them in effectively solving this issue. The issue remains unsolved in a reasonable amount of time. Please help. Dates of use: (B)(6) 2010 - (B)(6) 2011. A reservoir and infusion set should be changed every 2-3 days by the pt in their home per standard recommendations.